Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for 367377 with the incident lot was observed. Although there are air bubbles in the gel, this is largely a cosmetic defect, which should not impact on the efficacy of the tube. These types of bubbles are normally associated with insufficient purging after a gel barrel change. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® lh pst¿ ii plus blood collection tubes had an abnormal gel. No injury or medical intervention.